Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental report will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A customer reported that during a vitrectomy procedure, the fiber optic didn't connect to the laser. The case was completed after exchanging the product. There was no harm to the pt. Add'l info received indicated the procedure was completed with a 40 minute delay.